Manufacturer narrative:
The information provided for date of this report was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and unexpected error test. All operating currents are within specification. Off no power alarm functioned properly. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm and motor error alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the blood glucose reached 700 mg/dl. The customer stated that they were able to rewind the insulin pump. The customer stated that they had to change the set. The customer stated that they tried different cannula lengths. The customer stated that the insulin was not expire or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date of this report provided with follow up number one was incorrect. The correct information has been provided with this report.